Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted.

Event description:
It was reported that a patient with a cardiac resynchronization therapy defibrillator (crt-d) received four shocks four days ago and came in for a check up. Technical services (ts) reviewed the provided data and noted that fc1005 occurred from a high lead impedance greater then 145 ohms at shock delivery, and a lead replacement was recommended. Ts noted that when this occurs this does not damage the device and after a shock resulting in fc1005 is seen therapy is limited to max shocks until the programmer clears the error code upon device interrogation. At this time the model/serial number of the products are pending. No adverse patient effects were reported.